Event description:
I had essure implanted in me (B)(6) 2013 since that day I have had cramping, stabbing pain in left side where essure was implanted, painful intercourse, headaches, back aches, inflammation because I'm allergic to nickel and essure has nickel in it. I have gained 50 pounds since essure has been placed in me. I do go to the gym and can't loose any weight.